Event description:
Microline pentax received a medwatch from the FDA on 6/20/08. Event description from the medwatch listed above: pt underwent laparoscopic cholecystectomy earlier this year. The pt tolerated the procedure well, but later developed jaundice. An ercp was performed the following day to evaluate the pt for retained stones and/or bile duct trauma. The pancreatogram was normal; however there was an incidental findings of a radiodense object that did not correspond to a known post-surgical object. This was disclosed to the pt. Two days after original surgery, a laparoscopic procedure was performed to remove the object, which was found to be a grasper tip from the initial surgery. The pt tolerated the procedure well. Sacred heart health system would not provide microline pentax with pt info, this is the reason section a is blank. Sacred heart health system would not provide microline pentax with the product in question, therefore no investigation could be conducted.